Event description:
The facility reported a colleague infusion pump with a malfunction of does not turn on. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known to have occurred in the cicu operating room department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of 'does not turn on' was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was due to depleted main batteries. In order to correct this condition, the main batteries were replaced. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). A service history review revealed no previous service events were related to the reported condition.